Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable. It is unknown whether this occurred prematurely.

Manufacturer narrative:
Corrected data: the patient's weight has been updated to the weight reported at the time of the explant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken in which the patient's scs system was explanted to address the issue.

Event description:
Surgical intervention may be pending to address the issue.